Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a haptic and an optic were found damaged after implantation of the iol. The surgery was completed without product replacement and after the surgery the patient complained of photophobia. Additional information was received and stated that iol optic was damaged and there was a possibility of haptic was torn off and caused damage to the optic.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only the device was returned in a bag. The plunger lock and lens stop were removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The nozzle tip had heavy stress. The nozzle was removed and cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. The lens was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The reported lens damage could not be verified. The lens was indicated as still implanted. The cause of the reported lens damage may be related to a failure to follow the IFU (instructions for use). There did not appear to be adequate viscoelastic in the device. It is unknown if a qualified viscoelastic was used. Stress was also observed on the nozzle tip. This may indicate the lens/plunger were not in an acceptable positions for advancement. The IFU instructs: fully insert the ovd (ophthalmic viscosurgical devices) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become 'stuck' in the device. Take at least 7 seconds to gently fold the iol (intra ocular lens) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Proceeding with implantation of a misfolded trailing haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).